Event description:
The patient was enrolled in the option clinical study (watchman group) on (B)(6) 2021 with patient identifier (B)(6). It was reported that a cerebral vascular accident (cva) and death occurred. The index procedure was performed on the same day as enrollment into the option clinical study. A 27mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 22mm. The patient was given warfarin and heparin post transseptal puncture. The patient was discharged home on aspirin the following day. Four hundred sixty (460) days post index procedure, the patient was diagnosed with multifocal cerebral infarctions. Twenty four (24) days following this diagnosis, the patient was hospitalized for further treatment and evaluation. Magnetic resonance imaging (MRI), transesophageal echocardiogram (tee), and computed tomography (CT) was performed. The national institutes of health stroke scale (nihss) was performed, however, the score was not provided. The modified rankin scale (mrs) was not performed following this event. The baseline score on (B)(6) 2021 was 0 for both the nihss and mrs. The patient was later pronounced dead five hundred fourteen (514) days post index procedure due to the multifocal cerebral infarctions.

Event description:
The patient was enrolled in the option clinical study (B)(6) on 20jan2021 with patient identifier (B)(6). It was reported that a cerebral vascular accident (cva) and death occurred. Medical history: the patient had a medical history of paroxysmal atrial fibrillation for greater than one year, hyperlipidemia, major bleeding (intracranial bleeding, most recent: (B)(6) 2011), atrial flutter, myocardial infarction (most recent: (B)(6) 2000), congestive heart failure (nyha class- iii), left ventricular (lv) dysfunction, cardiomyopathy, valvular heart disease, aortic valve regurgitation, mild mitral valve regurgitation, tricuspid valve regurgitation, pulmonary valve regurgitation, atrial fibrillation (af) ablation (most recent: (B)(6) 2014) and cardioversion (most recent: (B)(6) 2016). The patient's cha2ds2-vasc score was 2. The patient was on warfarin medication prior to the consent and screening of the study. Transesophageal echocardiography (tee) assessment on (B)(6) 2021 revealed a left ventricular ejection fraction of 35%. Tee revealed one left atrial appendage (laa) lobe of windsock morphology with an ostium diameter of 22mm and length of 33mm. The patient's serum creatinine was 0.9mg/dl. The patient also experienced af on (B)(6) 2021 post index procedure. Procedure summary: the index procedure was performed on the same day as enrollment into the option clinical study. A 27mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 22mm. The patient was given warfarin and heparin post transseptal puncture. The patient was discharged home on aspirin the following day. Event summary: four hundred sixty (460) days post index procedure, the patient was diagnosed with multifocal cerebral infarctions. Twenty four (24) days following this diagnosis, the patient was hospitalized for further treatment and evaluation. Magnetic resonance imaging (MRI), transesophageal echocardiogram (tee), and computed tomography (CT) was performed. The national institutes of health stroke scale (nihss) was performed, however, the score was not provided. The modified rankin scale (mrs) was not performed following this event. The baseline score on 20jan2021 was 0 for both the nihss and mrs. Patient summary: the patient was later pronounced dead five hundred fourteen (514) days post index procedure due to the multifocal cerebral infarctions. It was further reported that the patient presented emergently to the hospital due to acute vertigo, continuous vomiting, and groaning 460 days post procedure. On the same day 460 days post procedure, CT of the brain without contrast revealed contrast stop in the basilar tip. No perfusion mismatch was noted. However, the area was not depicted on the cta perfusion. CT scan of the neck and circle of willis revealed no perfusion mismatch in cerebrum. No intracranial hemorrhage was noted. The nihss score on the same day was further reported to be 3. The patient was hospitalized for further treatment later the following day. The patient was noted with improved condition. The patient was noted with some degree of paresis of the right arm and ataxia in the left leg and dizziness on getting up. MRI 464 days post procedure revealed a recent cerebellar ischemia on the right, partly in the stem, right mesencephalon and left cerebellar and right occipital infraction with secondary hemorrhagic transformation. The patient was then diagnosed with multifocal cerebral infarctions. The patient was later discharged home 471 days post procedure. The patient was started on rivaroxaban and clopidogrel was withheld 474 days post procedure. The patient visited the emergency room 475 days post procedure due to acute dizziness, vertigo and nystagmus for the neurological consultation. The patient was held for hospitalization and further evaluation on the same day. Neurological examination revealed a wide gait and wobbly on the legs. On the same day, repeat CT scan of brain without contrast revealed a demarcated infarct in the left cerebellar hemisphere, accessible basilar tip. Follow up CT scan of brain 476 days post procedure revealed a stable picture of the cerebrum and no indications for new infarctions in the left media area. Neurological consultation recommended anti-emetics metoclopramide and ondansetron and to monitor the patient every 4 hours. The patient improved in condition and was discharged home 477 days post procedure. The patient was later hospitalized due to fever 484 days post procedure. Repeat nihss score performed on the same day was 7. The patient later further deteriorated 502 days post procedure and was started on ribaroxaban. Follow up CT on the same day revealed a new right occipital hemorrhage. The patient further deteriorated 503 days post procedure and a repeat CT scan of cerebrum on the same day revealed mass media infraction on the right side. Midazolam and morphine were administrated. The patient later died at 1:15 pm 514 days post procedure. The patient was noted with positive nitrate catheter urine, left occipital subarachnoid hemorrhage, and aspiration pneumonia.